Event description:
The patient arrived at the infusion room after receiving a 46 hours infusion of 5fu (chemo). Chemotherapy was evident on his arm, when he came in to be disconnected from the infusion.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.